Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a lot of air bubbles in the reservoir yesterday. Customer ate sugar and noticed that his blood sugar was going high. Customer pulled the reservoir and noticed that it was full of bubbles. Customer's blood glucose was 345 mg/dl at the time of the incident. Customer stated that the pump was not rewound with a reservoir in place. Troubleshooting was performed and the customer changed the reservoir. Customer declined troubleshooting for high blood glucose.